Manufacturer narrative:
UDI: gtin unavailable, product was made prior to compliance date. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
The reported valve was implanted to the patient via lp-shunt (doi and setting were unknown). The total 3 shunts were implanted into the left side, right side and top of the patient¿s ventricle. It was reported that the surgeon attempted to change the pressure setting on (B)(6) 2017, however, one of the implanted valve could not be able to change the pressure setting. The surgeon had monitored the patient¿s condition. The surgeon performed the revision surgery on (B)(6) 2017, and replaced the valve with a new one. After removing the valve, the surgeon found the debris such as proteins entirely covered the valve in question. It was also reported that there was another valve (the 2nd), which could change the pressure setting and there was no problem on the cfs flow under x-ray and pumping before the revision surgery, was revised in the same revision surgery. During the revision surgery, as the valve could not be confirmed cfs flow, even the surgeon attempted to lower the pressure setting however cfs flow could not be confirmed. So, the 2nd valve was also replaced with a new one. The patient¿s condition is under monitoring. The sales force scheduled an interview the surgeon and will collect more detail. No further information was provided by the hospital.